Event description:
Product: freestyle libre 3 plus sensor (abbott laboratories) problem: suspected deliberate tampering / malicious labeling serial number of affected device: (B)(6) lot number: t60003714 description of event: during a routine serial number check for an unrelated recall, a deliberate and malicious phrase was discovered printed as the serial number on a freestyle libre 3 plus sensor. The serial number "(B)(6)" contains an explicit profanity deliberately prefaced by the corporate abbreviations "q4" (fourth fiscal quarter) and "hr" (human resources). The statistical probability of this specific, contextually charged phrase appearing randomly in an alphanumeric serial number is astronomically low (exceeding 2 trillion to 1), indicating a high likelihood of intentional human action. This is not a manufacturing defect but evidence of potential sabotage on the production line. The insertion of malicious, non-compliant text on the label of a class iii medical device represents a critical breach of labeling regulations, quality system controls, and patient trust. It suggests a failure in personnel vetting, production security, and final quality assurance checks. Action taken: the manufacturer (abbott laboratories) has been notified at the highest executive level. The affected device has been isolated and preserved. This report is filed to ensure regulatory oversight of the manufacturer's investigation into this deliberate tampering event. Patient risk: while the immediate physiological risk from the label itself may be low, the act of deliberate tampering indicates a severe breakdown in the controlled manufacturing environment. This creates a fundamental concern about the integrity of the production process and the potential for other, more dangerous undetected acts of sabotage affecting device functionality.